Event description:
When doing a lab with the residents, they broke the broach handle, no patient involvement.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The reported event was confirmed. The alignment tab at the attachment end of the body component (pn: 1100-1002-1) fractured. Wear and deformation damages consistent with repeated use and impact were observed on the fractured alignment tab. A material analysis has been performed. The report concluded: ¿fracture of the alignment tab of the device occurred in rapid overload. Deformation and wear damages consistent with repeated use and impact were observed on the alignment tab fragment. The hardness and composition of the material were consistent with a 17-4ph stainless steel alloy heat treated to h900 condition. No material or manufacturing defects were observed on the device features evaluated.¿ conclusion: fracture of the alignment tab of the device occurred in rapid overload. Deformation and wear damage consistent with repeated use and impact were observed on the alignment tab fragment. No material or manufacturing defects were observed on the device features evaluated. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
When doing a lab with the residents, they broke the broach handle, no patient involvement.

Manufacturer narrative:
When completed, the evaluation results will be submitted in a supplemental report.